Manufacturer narrative:
B3: the event occurred on an unreported date "in the past few days". This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy discharge and abdominal pain. The cause of this event was unknown. The patient had not yet sought medical attention; however, it was recommended that the patient seek medical attention in a timely manner. It was not reported if the patient was hospitalized for this event. The patient outcome was not reported. At the time of this report, pd therapy was ongoing. The reporter declined to provide additional information.